Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient stated complaints of hazy, waxy vision with glare - unable to focus at near or distance. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was 20/30 with complaints of multiple optical phenomenon. Additional information was requested, but further no information was available.